Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia. It was reported that the patient saw a power on reset (por) message in 2015. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.